Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 62-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage c) was supported with an impella cp via percutaneous right femoral arterial access. The device functioned as intended on support at p-5 with flow of approximately 1.8 l/min with d5w sodium bicarbonate purge solution, without alarms or malfunctions. During routine echocardiography, a large left ventricular thrombus was identified, and a clinical decision was made to remove the device. Heparin infusion was reportedly therapeutic prior to explant. The pump was increased to p-6 prior to weaning and explanted without complication on (B)(6) 2026 at 08:00 am. Following removal, vasopressors were restarted to maintain map >65 mmhg, and ectopy was noted; however, the patient tolerated the procedure and remained stable with ongoing medical management. No additional interventions were performed, and the lv thrombus was to be monitored. The lv thrombus was identified during support and did not result from a device performance issue. The device was successfully explanted, and the patient survived with a stable outcome.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.